Event description:
It was reported that the patient¿s system was removed because, she needed a MRI unrelated to the device. The patient also had a loss of therapeutic effect and ¿they had wired it in a different way. A piece had broken and they did not know.¿ the patient kept the system in for ¿a while¿ and she lost a lot of weight. The patient was pretty uncomfortable, so she wanted to get it out anyway. The patient noted that the therapy worked well at the beginning, but then ¿it stopped calibrating, changed intensity, and would not respond.¿ the patient had it looked at and called a technician, stating ¿it worked backwards and they rerouted it.¿ two days later, the patient had intense pain and turned it off, never using it since. The radiologist took x-rays on the day of the report and they found a piece that looked like a ¿thin hook shape, like a fishing hook.¿ the MRI technician told the patient it looked like it was metal. The patient stated that her healthcare provider (hcp) who did the explant surgery told her that he left a ¿plastic piece in there.¿ without going in, they do not know what got loose. The following day it was reported that one of the leads broke off into the body during explant. The fragment was two inches long and was the part with the electrodes. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va00k0b, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).